Event description:
It was reported that the most recent right atrial automatic threshold (raat) test showed a possible loss of capture (loc) on this right ventricular (rv) lead. It was noted a gradual trend of ventricular intrinsic amplitude and pacing impedance since implant observed. The rv lead pacing impedance still within range at approximately 408 ohms. Further review of the rv lead recommended. This alert will not retrigger until the device is interrogated with a programmer. The battery longevity is satisfactory. The device and lead remain in service. No adverse patient effects were reported. Received additional information this rv lead intrinsic amplitude is out of range, the value was not available on the transmission. The presenting electrogram (egm) shows appropriate sensing, with the ventricular sensitivity currently programmed automatic gain control (agc) 0.6mv (millivolts). It was noted the stored right ventricular automatic threshold (rvat) test showed threshold measurements at 5v (volts) with trend showing frequent thresholds at 5v and unable to complete the testing. The alert was not triggered due to the device was not interrogated with a programmer since last rvat alert. Further review of the rv lead was recommended. The device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the most recent right atrial automatic threshold (raat) test showed a possible loss of capture (loc) on this right ventricular (rv) lead. It was noted a gradual trend of ventricular intrinsic amplitude and pacing impedance since implant observed. The rv lead pacing impedance still within range at approximately 408 ohms. Further review of the rv lead recommended. This alert will not retrigger until the device is interrogated with a programmer. The battery longevity is satisfactory. The device and lead remain in service. No adverse patient effects were reported.